Event description:
A hospital in (B)(6) reported that an rt040m vented hospital full face mask contained the incorrect hospital full face non-vented mask. No patient consequence was reported.

Manufacturer narrative:
Method: the complaint rt040m vented hospital full face mask was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: the visual inspection revealed that a non-vented mask base was assembled instead of a vented mask base, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the incorrect assembly of mask base was most likely due to incorrect line clearance during production. A CAPA was completed in 2013 which included updates to standard operating procedures, line clearances and the implementation of a jig. This is the first complaint we have received in relation to the rt040 mask being incorrectly assembled, and this was prior to the CAPA being completed. Zero complaints have been received since the CAPA was completed. The user instructions that accompany the rt040 mask state the following warnings: - "verify that the therapy device, including alarms and safety systems, have been validated prior to use." - "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff."